Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged causing diaphragmatic stimulation. The patient was hospitalized and the lv lead dislodgement was confirmed through x-ray examination. A boston scientific technical services (ts) discussed the need to utilize the usual lv lead implant tools. Additionally, the field representative stated that this lv lead had pulled back once last year and was repositioned so they decided to replace the lv lead with a competitor's lead. The lead was explanted and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.